Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device operational check failed, cross symbol on rfu indicator. There was no reported patient involvement. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4) and will be reported in the united states under device model # (B)(4).